Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to window damage and liquid crystal display damaged. Receiver charge and boot was performed and passed. A functional test was performed and passed. Display pattern test was performed and failed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed. An unexpected receiver shutdown was not found within the investigation window. The allegation was undetermined. However, a receiver dispatch error was found in connection to the reported allegation. No injury or medical intervention was reported.

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1: initial reporter state -(B)(6).